Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture despite maximum device outputs and pacing inhibition. The lead was surgically abandoned and replaced during the elective device replacement procedure. No additional adverse patient effects were reported.